Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar autoa-flex device was returned to a third-party service center for device evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped, and object code indicates the blower contributing to the foam degradation. Additionally, the device had dust contamination and displayed error code e053 (err_comp_log_sem_timeout). Additionally, the device was scrapped by the service center after the evaluation was completed.